Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 26 mmol/l. Customer also had high blood glucose of 200 mg/dl and 120 mg/dl. Customer also had sensor issues. Customer declined to troubleshooting for high and low blood glucose. The product was not returned for analysis.